Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed stated that there have been no reports of any pt incident involving the pump since the last baxter service event. It was unknown if this failure occurred during pt use or biomed testing. Additional contact info was requested but not provided.